Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information provided the reported difficult position is likely the result of a combination of challenging anatomy and the previously implanted clip. Based on the information provided the reported tissue damage is the result of is the result of procedural interactions such as unintended curves resulting in increased tension on the device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation, with an mr grade of 3-4. The first clip was implanted without issue, reducing mr to 2. To further reduce mr a second clip was advanced; however, the clip was difficult to position near the first clip. The user tried to reduce the distance between the clips by reducing the m-direction; however, tension was seen on the delivery catheter (dc) shaft. The leaflets were grasped without issues. Some m-knob was applied, reducing the tension on the dc shaft. After tension was reduced from the dc shaft; the posterior leaflet was injured, and mr increased. A new grasp was performed, the clip was deployed, reducing mr to 1-2. No additional information was provided.